Manufacturer narrative:
The instrument was returned and evaluated. Engineering evaluation results confirmed the alleged complaint that the instrument had a torn cable. The pitch cable was found to be broken at the distal clevis hub. The cable segment that contains the crimp was missing in the clevis. The clevis did not exhibit any damage or wear marks. Electrical continuity testing of the instrument passed. Engineering evaluation also found a bent tip. One grip was bent, causing side to side misalignment of the grips. There was a .111 offset at the tips, indicating overloading at the tip. Engineering evaluation concluded that the bent tip was most likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however the reported broken cable issue if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si surgical procedure, the surgical staff allegedly noticed that the fenestrated bipolar forceps instrument had a torn cable and was twisted. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.